Manufacturer narrative:
As reported, the capsure device deployed two stuck and overlapped fasteners. The subject device is said to be available for return however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (18-dec-2024) is considered to be a best estimate. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing, deploying the last remaining 9 fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Updated fields: b4, d4 (medical device lot, medical device expiration date, unique identifier (UDI)), d9, g3, g6, h2, h3, h4 (device manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, the capsure device was used to fixate the mesh. It was reported that when the shaft was inserted into the patient's body through the trocar and attempted to deploy, the device deployed two fasteners stuck together and overlapped. There was no patient injury.

Event description:
As reported, during a laparoscopic inguinal hernia repair, the capsure device was used to fixate the mesh. It was reported that when the shaft was inserted into the patient's body through the trocar and attempted to deploy, the device deployed two fasteners stuck together and overlapped. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device deployed two stuck and overlapped fasteners. The subject device is said to be available for return however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (18-dec-2024) is considered to be a best estimate. Addendum #1: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing, deploying the last remaining 9 fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. Addendum #2: h11: this supplemental MDR is submitted to correct the lot number and manufacturing date. Corrected fields: d4 (medical device lot, medical device expiration date, unique identifier (UDI)) and h4 (device manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, the capsure device was used to fixate the mesh. It was reported that when the shaft was inserted into the patient's body through the trocar and attempted to deploy, the device deployed two fasteners stuck together and overlapped. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device deployed two stuck and overlapped fasteners. The subject device is said to be available for return however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (18-dec-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.